Event description:
Healthcare professional reports inconsistent act-lr results with the hemochron elite microcoagulation system during electrophysiology application. Customer ran comparative tests on two instruments. During first two hours of the procedure multiple out of range high errors occurred. Later in procedure, customer obtained result of 297 seconds on first instrument and 385 seconds on the second instrument. After the procedure but before the sheath was pulled, multiple out of range high errors also occurred with a different disposable lot. Target time: >300 seconds. Unk if pt was on a heparin drip or if heparin was adjusted during the procedure. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested using instrument serial numbers (B)(4). Method: actual device not evaluated (single-use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs.